Event description:
Doctor had completed diagnostic portions (hysteroscopy, laparoscopy) of procedure, and was resecting fibroids when he noticed that there was 2500cc of fluid he could not account for per the equimat readings. Fearing that pt may be developing a condition of fluid overload, he aborted procedure, and addressed potential fluid overload with treatment. After treatment, pt condition returned to normal. Doctor kept her overnight for observation.